Event description:
Update rec¿d 10/17/2014 - plaintiff¿s preliminary disclosure form was received, which identified dob information. The complaint and associated mdrs were updated. There was no new information that would change the outcome of the investigation. The complaint was updated on: 11/10/2014.

Event description:
Asr revision reported by sales rep; right; reason for revision: pain and metallosis. Mention of 50mm cup and head but no details of either's lot number. Each product therefore entered as unknown as they cannot be properly determined. Also mention of taper sleeve in event notes. All products entered as unknown. Update rec¿d 5/24/2014 - litigation received. Doi provided. Litigation alleges discomfort and weakness. There is no new additional information that would affect the investigation. This complaint was updated on: 06/12/2014. Update rec¿d 8/22/2014 - medical records received. Upon revision, synovial hypertrophy, defects in the acetabulum, 15 ml of yellowish fluid, and corrosion at the head junction of the trunnion and on the acetabular component were noted. The stem is being added to the complaint. This complaint was updated on: 09/08/2014.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Examination of the reported device was not possible as it was not returned. A search of the complaints databases finds no other reports against the product and lot code combination since its release to distribution. The investigation can draw no conclusion with the information provided. Based on the inability to determine root cause, the need for corrective action has not been indicated.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.